Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose ranged from 70-200 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.